Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: description: the IV both times for this patient did not show blood flash when in the vein. The first IV showed no blood flash so I was not sure and removed the IV with needle and the patient bled a lot like I was in the vein. This IV then had a faulty safety device over the needle and I had a free needle to get rid of while the patient was bleeding. When I poked for the second time in the patient's ac, I again did not get the flash of blood. I waited to see if it would fill in a minute. I was sure I was in the vein even without the flash and just removed the needle this time and the IV was fine. Without the flash knowing we are in the vein this caused two pokes for this patient. Also, the faulty safety on the first needle is a safety issue for staff.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.